Event description:
It was reported that post-implant, the device alerts all triggered. Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that post-implant, the device alerts all triggered. It was further reported that the cause of the alerts was that therapies were programmed on prior to the connection of the leads. The device was checked again the following day, and it was determined that the issue had resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead - 2003 (B)(6); 4193 implantable pacing lead - 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.